Event description:
It was reported that the patient experienced a ''shooting'' sensation across the right buttock. The implantable neurostimulator (ins) and leads were explanted. It was found that the lead insulation had separated at the proximal end which left the wires exposed. There was no patient injury and the patient recovered without sequelae. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Product ID 748910, serial # (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2012; product type extension; product ID 309328, lot # b0453393k, implanted: (B)(6) 2007, explanted: (B)(6) 2012; product type lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.